Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 5. It was reported that panel phoenix nmic/ID-307 misidentification of e. Coli occurred. The following information was provided by the initial reporter: customer is reporting ID portion is aborting because controls on ID wells are failing and multiple misidentification. Affected lot number 2319818. Citrobacter pharma. Mis-ID of escherichia coli.

Event description:
Report 2 of 5 . It was reported that panel phoenix nmic/ID-307 misidentification of e. Coli occurred. The following information was provided by the initial reporter: customer is reporting ID portion is aborting because controls on ID wells are failing and multiple misidentification. Affected lot number 2319818. Citrobacter pharma mis-ID of escherichia coli.

Manufacturer narrative:
Investigation summary: this complaint is not confirmed. This complaint is for misidentification and panel aborts due to fluorescent control failures when using phoenix panel nmic/ID-307 (449289) batch number 2319818. The customer stated that the panel is misidentifying e. Coli as citrobacter, k. Pneumoniae as k. Ozanae and p. Mirabilis as m. Morganii and p. Rettgeri. The customer did not provide isolates, panel returns or phoenix generated lab reports but provided binary files for the investigation. To investigate, three retention samples from complaint batch 2319818 were inoculated with qc isolates e. Coli a35218 to observe for panel aborts and identification. Also, three retention samples from complaint batch 2319818 were inoculated with qc isolates e. Coli a25922 to observe for panel aborts and identification. The investigation returned all six panels identifying as e. Coli and no fluorescent control errors, therefore this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed no additional complaints on batch 2319818. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.